Event description:
Allegedly, the patient was revised due to pain and infection (left).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This is the same event as 3010536692-2015-00553, -00555, -00556. This report will be updated when evaluation is complete. Trends will be evaluated.